Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
Correction: h6 section: investigation conclusion: the previous report should be coded as cause traced to component failure rather than unintended use error caused or contributed to event.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.